Event description:
It was reported that there was a sensor not active message; during sensor session. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sensor not active message; during sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.